Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: crease fold observed. Brown particles inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.